Event description:
It was reported that assistance was needed for bluetooth troubleshooting, as indicated in a screenshot shared with technical support. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.